Event description:
It was reported the hand piece for the battery power driver was inoperable. This was discovered during the cleaning process and not during a case. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. New lot number was assigned to device: 005472. A service evaluation was performed for the subject device. The repair technician reported the motor was seized. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle (new lot #005472), circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and was returned to the customer on (B)(4) 2015. The evaluation was confirmed for the complaint issue of inoperable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.